Event description:
Lap chole - "clips scissored on the third and fourth clip. Handle locked in closed position in the cystic duct when subsequent clip was fired." Pt status: ok.

Manufacturer narrative:
No product is being returned for eval but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the result have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, the supplemental report will be submitted to the FDA.